Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a surgical lead on (B)(6) 2010 for low back and bilateral leg pain. His ipg was later placed on (B)(6) 2010. It was reported that the pt was unable to increase the amplitude for his stimulation. A diagnostic test revealed that half of the lead contacts exhibited invalid impedance measurements. Through further inquiry it was discovered that the pt's lead was inadvertently cut during the procedure to place the ipg. Effective stimulation was subsequently recaptured for the pt via reprogramming. F/u on this matter found that issues with the pt's scs system persists, as now he only feels stimulation in his ribs. A consultation with the physician has been scheduled for further interrogation.